Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc). The patient is pacemaker dependent and reported feeling unwell. The patient was hospitalized for monitoring and evaluation. The lead reprogrammed which resolved the issue. As of today the lead remains in service.

Manufacturer narrative:
--

Event description:
Subsequent information was received that this lead was capped during a routine device changeout. No additional adverse patient effects were reported.